Manufacturer narrative:
The analysis of the lead did not reveal any irregularity that might have contributed to the reported oversensing. In particular, the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. During analysis, signs of abrasion were found along the lead body. However, the insulation was intact. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific reported noise, oversensing, and high threshold. No event, implant, or explant dates were given.